Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The report of suspected inflow thrombus was unable to be confirmed through the submitted computed tomography angiography (cta) scans and no product was available for investigation; however, review of the cta scans did confirm a reduction of the blood flow path within the outflow graft beneath the outflow graft bend relief. It was reported that tissue growth causing compression on the outflow graft was removed. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient was at home with home health as of 03nov2021 but will be transitioning to hospice due to ongoing driveline infection with no escalation of antibiotic therapy. During the admission, the patient had positive cultures from driveline drainage for which the patient had been receiving antibiotic medications. A specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The submitted diagnostic cta scans performed on (B)(6) 2021 were reviewed. Cta scans performed on (B)(6) 2021 confirmed a reduction in the blood flow pathway of the outflow graft underneath the outflow graft bend relief. Cta scans performed on (B)(6) 2021 found that the cross section of the blood flow pathway of the outflow graft underneath the outflow graft bend relief had increased following the procedure on 18oct2021 to remove tissue surrounding the outflow at the outflow graft bend relief. The report of a suspected thrombus in the inflow elbow was unable to be confirmed through review of the submitted cta scans. A review of the submitted log file from (B)(6) 2021 through (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 23dec2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section ¿introduction¿ of this document lists hemolysis, device thrombosis, bleeding (perioperative or late), and driveline infection as adverse events that may be associated with the use of heartmate ii lvas. Section ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section (under "pump performance monitoring") includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at time of device implant. Section also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section ¿system monitor¿ of the IFU explains that pump flow is estimated based on pump power. Section outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate ii lvas patient handbook is also currently available. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review due to increased lactate dehydrogenase (ldh) and suspected pump thrombus. Log file review captured slightly elevated flows above the normal parameters. The patient was put on a heparin and warfarin drip and was admitted for continued monitoring. The patient's ldh decreased to 927 from 1073 after treatment. An echocardiogram and computed tomography angiography (cta) were scheduled to diagnose possible thrombus. Cta results showed long segment thrombus formation along the walls of the outflow tract, most pronounced at the proximal fluted portion. Additional short segment focus of suspected inflow tract thrombus at the junction between the vertical and horizontal limbs. Left pleural effusion with smooth pleural thickening and associated foci of round atelectasis was also noted. The patient was taken to the operating room and tissue surrounding the bend relief was successfully removed, alleviating compression. The patient was stable following the procedure and transferred to intensive care unit (ICU) for postoperative management. The admission for pump thrombus resulted in a gastrointestinal (gi) bleed. Heparin was stopped and the patient received blood transfusions on(B)(6) 2021. The patient went home with home health and would be transitioning eventually to hospice due to mycobacterium infection (onset august 2021) with no escalation of antibiotic therapy.